Event description:
It was reported that the patient with this right ventricular (rv) defibrillator lead experienced an inappropriate shock and presented to the hospital with atrial fibrillation with slow rapid ventricular response. Subsequently, the lead was surgically abandoned and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.